Manufacturer narrative:
The device was not returned for evaluation because it was discarded at the site. (B)(4).

Event description:
During coiling treatment of an internal carotid-posterior communicating artery aneurysm (ic-pcomm), it was reported that the implant coil pre-maturely detached during insertion into the aneurysm. The physician was able to retrieve the detached implant coil with a gooseneck snare. No patient injury reported.